Event description:
A customer contacted beckman coulter inc. (Bec) in regards to an erroneous low glucose modular (glum) result generated by the unicel dxc 800p synchron chemistry analyzer. The erroneous result was not reported out of the laboratory. The sample was repeated and higher result was obtained and reported. Patient treatment was not impacted since the results are verified prior to reporting.

Manufacturer narrative:
Sample information was not provided. Qc was trending low on the date of the event: level 1-50 mg/dl and level 2 - 360 mg/dl. A bec field service engineer (fse) replaced the sample syringe and recalibrated the glucose electrode. Qc was rerun after hardware replacement and results within acceptable levels were obtained: level 1-379 mg/dl, level 2-379 mg/dl. Although hardware issues were address, a clear root cause is unknown for this event.